Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5046-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic and the physician was trying to address the ongoing t-wave oversensing (twos) issue on the right ventricular (rv) lead. The physician requested assistance from the company technical services as previous programming attempts have been unsuccessful. The physician attempted all programming changes provided by technical services while on the phone but no adjustments eliminated the twos. Therefore, the physician decided they will address with patient lead revision. The rv lead currently remains in use. No patient complications have been reported as a result of this event.